Event description:
It was reported that the implantable pacemaker was reprogrammed to align with the updated by+ advisory. Technical services (ts) explained the two unintended observations. Ts added that if patient encounters anything related to the remote monitoring device (rmd) or fault code 1003, should call ts immediately. Additionally, the two unintended occurrences are expected to be addressed by a future software maintenance release (smr). This pacemaker remains in service and will not be returned. No adverse patient effects were reported.